Event description:
The customer states that they are noticing hemoglobin imprecision with qc when using a cell-dyn 3200 sl hematology system analyzer. This required the customer to repeat qc multiple times because they were out of range low. No impact to pt management was reported.

Manufacturer narrative:
When using the cell-dyn 3200 system with the cd 22 calibrators and controls, the cd 22 calibrator hemoglobin recovery values vary more than expected across the operating temperature range of 15 - 30 degrees centigrade and the cd 22 control hemoglobin values may not recover within the mean recovery range for the operating temperature range of 15 - 30 degrees centigrade. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.